Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35-25mm amplatzer talisman pfo occluder was chosen for implant using an unknown delivery system. During the procedure, while deploying the device, it was observed to exhibit a bulging effect. The device was retrieved and removed, then placed in warm saline for 5 minutes as per protocol. However, this was unsuccessful, and the device was subsequently replaced. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay and no adverse effects on the patient.